Event description:
The patient reported two weeks after his scs system was implanted, "spots" broke out around his ipg incision. The physician cleaned out the pocket site. One week later the "spots" were still present and the stitches were not holding the incision closed. The physician removed the ipg, cleaned out the pocket site and re-implanted the ipg. The patient indicates after the second time the pocket site was cleaned he was admitted to ICU for 14 days. After the patient was discharged, the physician explanted the ipg. Follow-up information indicated the infection is resolved and the patient made a full recovery.

Manufacturer narrative:
This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.